Manufacturer narrative:
The complaint product was not analyzed since it was discarded at the hospital. However, we investigated manufacturing and quality control records based on the lot number. According to the investigation, no potential for malfunction was found and no similar event has been reported with this lot number globally so far. The physician determined this event as "serious injury," suspecting the allergic reaction caused by the patient herself. Since shock occurred during treatment using the device, we determined that the causal relationship "cannot be denied." We also determined this event as "serious injury" since shock occurred and the patient was treated with norepinephrine to raise the blood pressure. Shock is not written in the IFU but it is described regarding allergy as "e. Precautions 17. The following patients must be constantly monitored by a physician during treatment with the plasmaflo¿ op-05w(a). Patients with a history of allergic anamnesis or hypersensitive reaction, and patients in whom such reactions may be expected to occur. Patients with heightened immune function due to inflammation, allergic, or hypersensitive reaction, or infectious disease, etc." We will continue to monitor the occurrence of similart events carefully.

Event description:
This incident occurred in china during immunoadsorption therapy administered to a patient. Plasmaflo was used as the primary membrane. Plasmaflo is identical model to op-05w(a) marketed in us. The secondary membrane was a product from another company; however, its name and other details are unknown. The patient underwent immunoadsorption therapy on (B)(6). 5 minutes after blood withdrawal began, plasma separation was performed for 3 minutes using plasmaflo. 3 minutes after the start of the adsorption therapy, the patient suddenly lost consciousness and experienced limb convulsions, urinary incontinence, and a drop in blood pressure. The treatment was discontinued and emergency treatment was administered. The patient received fluid replacement with normal saline and ringer's solution and was also given an oxygen mask. About 10 minutes later, the patient regained consciousness. Since the blood pressure was 69/48 mmhg, norepinephrine was administered to raise the blood pressure, and 14 minutes later the blood pressure rose to 134/70 mmhg. The patient was then transferred to the intensive care unit for further treatment.